Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There are sufficient quality controls in place for stomahesive paste manufacturing and packaging. There was no objective evidence to indicate the materials, product or process contributed to this event. This was the first and only case registered for pain under product for this icc code within the past twelve months. The root cause fot his complaint cannot be traced to the manufacturing process.

Event description:
Report received indicated the patient had an allergic reaction to the past. No further information was provided and the patient outcome was not reported.